Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred during pumping and bolus deliveries with multiple cartridges. Blood glucose level was 195 mg/dl. A new cartridge was loaded resolving the issue.